Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. Hardware low level failure alarm confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated that they performed displacement test. Insulin pump passed it. Assisted the customer with rewinding the insulin pump. Insulin pump error recurred during rewind. No harm requiring medical intervention was reported. The device was returned for analysis.